Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nurse that the pt was experiencing power elevation and red heart alarms. The perfusionist was called to bedside in cvicu and reported that at the time of the red heart alarm, the power had increased to 21 w. The pt remained with an open chest, low platelets, in bivad support. Info was provided to the MFR through their device tracking system indicating that the pt had expired on (B)(6) 2014. The cause of expiration was noted as "anoxic brain injury, cardiogenic shock."

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: a specific cause for the reported event could not be determined through this evaluation as the lvad was not returned for evaluation; however, the heartmate ii left ventricular assist system instructions for use lists right heart failure as an adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the heartmate ii lvas operating manual provides information regarding pump power and pump flow. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the patient had returned to operating room with worsening right ventricular failure. The patient had been very poor prior to implant.